Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1n241792. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was returned for analysis. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A visual inspection of the tined lead revealed the tined lead was broken into 2 pieces and was deformed at two locations. It is unknown what caused discomfort in the patient. Lead was broken; no further investigation could take place. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Error code 17 appeared in august 2025. This error code indicates a high/open impedance, which may have been the result of lead damage. Change in sensation described as uncomfortable by some patients is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients insert. A risk review was completed and confirmed that the event of discomfort was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is cause not established.

Event description:
It was reported that the patient experienced hip discomfort and wanted to see a chiropractor. The clinic requested specific instructions on safely managing stimulation around chiropractic visits. The device later showed an error code, but no impedance issues were found. The device was reprogrammed, and the patient confirmed comfortable stimulation. Over time, concerns continued, and the patient eventually requested device removal to continue chiropractic treatment without restrictions. On (B)(6) 2025, the system and lead were successfully explanted. It was noted that both the patient and physician believed the chiropractic visits were the reason for observed device behavior. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient experienced hip discomfort and wanted to see a chiropractor. The clinic requested specific instructions on safely managing stimulation around chiropractic visits. The device later showed an error code, but no impedance issues were found. The device was reprogrammed, and the patient confirmed comfortable stimulation. Over time, concerns continued, and the patient eventually requested device removal to continue chiropractic treatment without restrictions. On (B)(6) 2025, the system and lead were successfully explanted. It was noted that both the patient and physician believed the chiropractic visits were the reason for observed device behavior. There were no patient complications reported.